Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to low blood glucose level. The blood glucose level of customer was 50mg/dl at the time of hospitalization. The current blood glucose level of customer was 115 mg/dl. Customer stated that their blood glucose was in 40's mg/dl and then hour later it was still the same. Customer had taken juice but later blood glucose was in the 60's mg/dl or 61's mg/dl. The customer checked again and it was in 40's mg/dl. And they called ambulance. It was unknown that customer was using the insulin pump system within 48 hours of reported event. Customer was given saline with sugar through intravenous drip. Next day they took the saline off, checked their blood glucose level and it was 207mg/dl. Customer was treated with food and glucose tablet. During troubleshooting it was found that normal insulin was dripping or squirting from end of infusion set before connecting to the site. The insulin pump will be returned for analysis.

Event description:
Customer's sugar was in the 40's mg/dl around 7pm. She took some glucose tablets and drank some orange juice and checked hours later. Blood glucose was in the 60's mg/dl. Then, she blacked out and regained consciousness around 11pm and blood glucose was in the 40's mg/dl. Ambulance took her to the hospital. Blood glucose at the time of hospitalization might have been 50mg/dl. She was discharged around 6-6:15pm the next day. Her doctor has adjusted her settings and after a few days her blood glucose is now on track. Customer is not sure of her current settings. Customer was using the insulin pump system within 48 hours of reported event. Device will not be returned.

Manufacturer narrative:
The information has been updated and provided in this report.